Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly and pump subsequently shut off. The customer¿s blood glucose (bg) was high, via blood glucose monitor reading. Bg was addressed with a correction bolus. During troubleshooting with tandem technical support, it was determined that the pump battery was depleting as expected based on the customer¿s usage.